Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion. The reported problem was found during preventive maintenance in the biomed service department. Using water, the infusion parameters was volume to be infused¿20 ml, flow rate ¿both 200ml/hour and 60ml/hour, dose ¿ 18.4ml, 18.3ml. It was a primary infusion with a head height of 23-19 in. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device passed flow accuracy test with -4.5912% accuracy error for 125ml/hour rate within specification as it is under 5% accuracy error. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.